Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons were unable to activate a monitor) was confirmed. Upon investigation, the response buttons were intermittently non-functional. The response buttons metallic center domes were damaged, causing the intermittent response button failure. The root cause for the intermittent response button could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor response buttons were unable to activate the monitor.